Event description:
It was observed during the device inspection that the colonovideoscope exhibited white residue inside the auxiliary channels. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "tube - 525". Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was july 19, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the auxiliary water channel could not be specified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, and no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection", and preventative measures in "evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.